Event description:
It was reported that foley catheter was difficult to inflate due to the valve defect. The catheter was replaced with 2551ht24. Per notification received from investigator on 01apr2023, it was stated that visual evaluation noted a hole in the bifurcation between the drainage and irrigation arm.

Manufacturer narrative:
The reported event is confirmed, manufacturing related. The used three-way foley catheter was returned without the original packaging. Photo samples were submitted showing the balloon deflated, however, could not be evaluated for the reported failure. Visual evaluation noted a hole in the bifurcation between the drainage and irrigation arm due to webbing; the device does not meet specification, as it does not meet the webbing - maximum acceptable section of ip 25.1 which states " if the webbing has a pinhole it is not acceptable", residue was also noted on the catheter from being used on the patient. No visible defects were noted on the inflation valve. The balloon was successfully inflated with 50cc di water using a luer lock syringe. The balloon was inflated concentrically and passively deflated without issues. A potential root cause for this event could be, "program error". As no patient involvement was reported the device was not used, however it is intended for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A label/pack review is not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.